Event description:
It was reported that the patient was readmitted from 22jan2022 until 07feb2022 for recurrent fungemia after obtaining surveillance blood cultures on (B)(6) 2022. The patient had a concern of mild nausea. The patient was readmitted for intravenous anti-fungal. The patient was recently transitioned to oral anti-fungal posaconazole and then changed to fluconazole. The organism was resistant to micafungin. The patient was then transitioned to only posaconazole and the blood cultures cleared. The patient was given antiemetics for the nausea. Palliative care was initially local.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on vad support until they expired on (B)(6) 2022. The heartmate 3 lvad, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.